Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger plastic cover has damaged screw posts. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 3 august 2022, the device did not fail during use on a patient. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the tamper seals missing and damage to the left plunger case. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. The investigation confirmed the damage on the plunger case which made it impossible to run the pump due to it being broken. Impact was believed to be the cause of the reported problem. For corrective action, all plastic parts of the plunger head were replaced; clutch half's left and right with leadscrew and spring for travel course were also replaced based on error found in the history log. The root cause of the reported problem was traced to the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 06-mar-2017; model number:4000.